Event description:
On (B)(6) 2013, asnis3 4.0mm screw surgery was performed. The screw extraction surgery was performed because the patient bone was healing. During extraction, the heads of 2 screws were broken and one of the screw shaft was remained to the patient.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the reported event that the screw was broken could not be confirmed, since the device was not returned for evaluation. According to the evaluated information the root cause of the event most probably was user related. The implant is intended to stay in patient until bone consolidation. Bone consolidation is expected after 6 to 9 month. According to the received information the implant was implanted for 1 year. Bone overgrowth and/or ingrowth can compromise the implant removal. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated.

Event description:
On (B)(6) 2013, asnis3 4.0mm screw surgery was performed. The screw extraction surgery was performed because the patient bone was healing. During extraction, the heads of 2 screws were broken and one of the screw shaft was remained to the patient.